Manufacturer narrative:
Manufacturer narrative: the reported lot number was valid. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious event of necrosis at the implant site and the non-serious events of pallor, haematoma, oedema, ulcer and scar at the implant site were considered to be expected and possibly related to the restylane refyne treatment of the lips, and unrelated to the restylane lyft treatment of the chin. Serious criteria included the need for multiple medical interventions including hyaluronidase injections, steroids and antibiotics to prevent permanent damage of the lower lip. Potential etiologies include vascular occlusion or vascular compression due to overcorrection. Potential contributory factors include injection technique. The case did meet the seriousness criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 19-jun-2019 by a physician which refers to a (B)(6) year-old female patient. Additional follow up information was received on 21-jun-2019 and 25-jun-2019. The patient had no known medical history and allergies. The patient was not receiving any concomitant medication. The patient had previously received treatment with restylane. On (B)(6) 2019, the patient received treatment with 0.8 ml restylane refyne (lot 16903) in upper lip lines, oral commissure, lip contour with 30 g needle and unknown technique. On (B)(6) 2019, the patient received treatment with 1 ml restylane lyft (lot unknown) to chin with an unspecified needle and unknown technique. On (B)(6) 2019, immediately after the treatment, the lower lip area started to whiten (implant site pallor). The physician massaged the area but the situation did not improve and the patient lost vascularity. A hematoma (implant site haematoma) and ulcers (implant site ulcer) appeared in the area of the lower lip. The patient also experienced necrosis(implant site necrosis) at lip. At 11:00 a.m., the physician decided to injected hyaluronidase [hyaluronidase]. At 04:00 p.m., the patient began to improve. On (B)(6) 2019, in the morning, the physician injected the patient with hyaluronidase [hyaluronidase] and gave carboxytherapy. The physician prescribed ciprofloxacin [ciprofloxacin] 500 mg/12h, prednisone [prednisone] 30 mg/24h and topical blastoestimulin [metronidazole, neomycin sulfate, polymyxin b sulfate, miconazole nitrate, centella asiatica] (7-6 times a day) and aas [acetylsalicylic acid] 100 mg. On (B)(6) 2019, the patient went to the clinic to follow up. The patient was still edemized (implant site oedema) and had a hematoma. On the same day at 7 p.m., the patient had improved. On (B)(6) 2019, the patient will be going to the clinic for the follow up. On (B)(6) 2019, the patient went to the clinic for the follow up. The patient had recovered and only had a de-epithelialized area of about 2-3 mm (implant site scar) at the left labial commissure. The patient was currently receiving treatment with blastoestimulin and prednisone 30 mg/d. Outcome at the time of the report: necrosis was recovered/resolved. Lower lip area started to whiten was recovered/resolved. Ulcers was recovered/resolved. Edemized was recovered/resolved. Hematoma was recovered/resolved. De-epithelialized area of about 2-3 mm was not recovered/not resolved. Tracking list: v.0 initial, v.1 fu received on 25-jun-2019: event of scar added. Event outcome updated.